Manufacturer narrative:
The reported event of could not untighten the ventricular setscrew to remove the lead was confirmed. Analysis of the device found calcified blood in the setscrew inset. The calcified blood was preventing the wrench from engaging the setscrew inset to untighten the setscrew. The blood came through a hole punched through the septum by the torque wrench at time of implant.

Manufacturer narrative:
Correction - h6 code for investigation conclusion.

Event description:
It was reported that the patient presented for a routine pulse generator change. During the procedure, the device the physician had difficulty disconnecting the device from the leads. Multiple torque drivers were applied to the setscrew. The physician resorted to cutting the leads free them from the device header. The device was explanted and replaced successfully. The patient was recovering.